Event description:
Consumer states concern about a replacement toothbrush head that she used. She put the brand new head on her sonicare brush and started brushing her teeth. She noticed it didn't feel normal and felt plastic bits in her mouth. When she rinsed the toothbrush off, she noticed quite a few bristles missing from the toothbrush head. She could feel a few of them stuck to the back of her throat leading to discomfort.